Event description:
The six month follow up exam noted that the left iliac artery was partially occluded due to a narrowing of the aortic bifurcation, the physician elected to place a converter and occluder and perform a fem-fem bypass because of the occlusion. The procedure was successful.